Manufacturer narrative:
Tracking #.50670 h6; dislodged anvil. Endopath ets flex: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.

Event description:
It was reported by the sales rep the device was used during a laparoscopic appendectomy. It was reported the atw35 was reloaded and on the third firing, the device froze up and would not fire. Another was opened to complete the case. The first two firings were fine. There was no consequence to the pt.